Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked and bleeding lcd glass and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the box was in a bag and it was squished. The customer stated that the pump was damaged and the screen shattered. The product was returned for analysis.